Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi sankyo regarding a patient receiving gabalon at an unknown dose and concentration via an implantable pump for spinal cord injury and spastic cerebral palsy. It was reported that the catheter was replaced on (B)(6) 2008 but no adverse event was reported related to the replacement and no additional information was available. No further complications were reported or anticipated.